Event description:
The customer reported the device was not recognizing the battery. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified based on visual inspection in the lab. Connector j8 was broken.